Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the lapvue10 was being used during a robotic lap total hysterectomy on an unknown date when it was reported ¿the swab came off the shaft and got stuck in the trocar. The swab was pushed into the patient's intra-abdominal area and a grasper was used to remove the swab tip through a trocar.¿. The procedure was completed without the use of an alternate device and there was no delay reported. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the lapvue10 was being used during a robotic lap total hysterectomy on an unknown date when it was reported ¿the swab came off the shaft and got stuck in the trocar. The swab was pushed into the patient's intra-abdominal area and a grasper was used to remove the swab tip through a trocar.¿. The procedure was completed without the use of an alternate device and there was no delay reported. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past 14 months. A 14-month review of complaint history revealed there has been a total of 12 complaints, regarding 12 devices, for this device family and failure mode. During this same time frame 107,250 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised to grasp handle and push foam head straight into the trocar. Do not release or bend the vuetip trocar swab. This issue will continue to be monitored through the complaint system to assure patient safety.